Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in multiple stored untreated episodes. The device system was tested in clinic with noise was able to be reproduced in all vectors. X-rays were then completed to evaluate system placement. Device data was sent to rythmcare for review. The observed noise is consistent with sense b node impairment. This device therapy was deactivated until system replacement can be completed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.